Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture. The 90% stenosed target lesion was located in the mildy tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device . No patient complications were reported.